Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was exposed to moisture. The user's blood glucose (bg) level was 352 mg/dl. The contact stated that the user had pneumonia which was affecting bg level. The bg level was addressed with a manual injection. There was a delay in clearing the alarm; however, insulin delivery was resumed.